Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and no issues were noted. A device history review and revealed this device did receive a rear case included in (B)(4). The reported condition was verified. The device was found out of specification in relation to the reported no audio condition which was observed during evaluation and found to be caused by a failed speaker. The rear case (including speaker) was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had no audio. There was no report of patient injury or medical intervention associated with this event. No additional information is available.